Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 18, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed. The complaint issue lens damaged could not be confirmed, because the lens could not be removed from the cartridge without introducing damage to the lens. The complaint issue stuck in the cartridge could be confirmed; however, it may be attributed to an inadequate amount of ovd usage, and cannot be confirmed to be related to the manufacturing/design process and no product deficiency could be identified. Additional conditions were observed with the returned product but they could not be confirmed to be related to the manufacturing/design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported lens damaged and stuck in cartridge with a model pcb00 tecnis itec preloaded device. There was no patient involvement. No additional information provided.